Event description:
It was reported that during an unknown procedure, "after firing the first clip the clips were not closing completely. A second device was used and a portion of the metal tip became dislodged and fell into the patient and was retrieved through the trocar." Another device was used to complete the procedure. There was no adverse consequence to the patient. There is no other information available. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The manufacturing records were reviewed and no anomalies were found.